Event description:
Additional information provided indicated that the infusion was not life sustaining and that patient did not receive the remaining infusion. No injury resulted from the malfunction and medical intervention was no necessary.

Manufacturer narrative:
The type of cadd pump used and the device information is unknown at this time. If additional information is received an additional report will be submitted to address the new information.

Event description:
Information was received indicating that a smiths cadd infusion pump caused under delivery of a total parenteral nutrition (tpn). It was reported that the 287ml of the therapy remained after the pump completed infusion. There were no injuries or adverse events reported.